Event description:
It was reported that the arctic sun device was not cooling. It was explained that the chiller was cooling but that the mixing pump was not generating water in the circulation tank. They requested part number and price for new mixing pump. Per follow up 2 on (B)(6) 2021 via biomed, mixing pump was ordered and device will be repaired on site.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the (B)(6) device was not cooling. It was explained that the chiller was cooling but that the mixing pump was not generating water in the circulation tank. They requested part number and price for new mixing pump. Per follow up 2 on 09apr2021 via biomed, mixing pump was ordered and device will be repaired on site.